Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating a 60 year old male patient presenting with cardiomyopathy for impella support had endured ventricular arrhythmia with a "possible" relationship to the impella device. Intervention was required via, "calcium, amio bolus, lidocaine, magnesium, defib x 2."

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07308 was provided in sections b2, b5, h1, and h6.

Event description:
It was noted the patient's family decided to withdraw care from the patient, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the ventricular arrhythmia has been completed since the initial report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the ventricular arrhythmia was not determined.